Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps were analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grip opened and closed properly. Performed bumper test, roll, up and down, left to right articulation on in-house system with no issue. The instrument was retested and passed engagement on multiple attempts. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including use conditions and recognition issues. Additional observation(s) not related to the customer-reported complaint: the instrument was found to have a frayed grip cable at the distal idle pulley. The frayed cable strands stuck out at the wrist. Signs of corrosion/contamination were found on the instrument bearings pitch/grip/roll input disk bearings exhibit orange discoloration. Manually articulated the inputs and observed tightness. The instrument was found to have heavily contaminated housing/chassis, white plastic cover, roll gear, and flush tube guide. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Clamping pulleys #5, #6 and exhibited white powder or residue clamping pulleys and cable grooves. The instrument was found to have an input shaft cracked. A hairline crack was found on grip input shafts #6 and #7.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the prograsp forceps instrument would not open. The procedure was aborted post-anesthesia and port placement. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details had been received as of the date of this report.

Manufacturer narrative:
Initial findings were confirmed. It was observed that there was contamination on the housing/chassis, roll gear, and flush tube guide.

Event description:
Refer to h10/h11 for follow-up information.